Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. The catheter extended 46.0 cm from the distal end of the strain relief oversleeve. The groshong valve was intact at the distal end of the catheter tubing. Two creases that were split open in the circumferential direction were observed 7.6 and 9.6 cm from the distal end of the strain relief oversleeve, which coincided with the 38 and 36 cm depth marks, respectively. The adjacent surfaces of the split tubing were noted to be granular. The external surface of the tubing exhibited a polished appearance on opposite sides of the circumferential splits. In addition to the two splits, four semi-circumferential creases were observed between the 35 and 39 cm depth marks. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. A lot history review (lhr) of reau1088 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 4f groshong single lien catheter inserted (B)(6) 2017, 40cm to exit site began leaking when flushed. PICC was removed. It was noted two holes in groshong 4f single lumen catheter at 36cm and 38cm nm securacath used. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1088 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that the 4f groshong single lien catheter inserted (B)(6) 2017, 40cm to exit site began leaking when flushed. PICC was removed. It was noted two holes in groshong 4f single lumen catheter at 36cm and 38cm nm securacath used. No patient injury was reported.